Event description:
Lead management case where a complication was discovered 20 minutes post extraction, using an sls, of a bsx lead (implanted for 13 years). The physician also had difficulty reimplanting the new lead (approximately 10 attempts) prior to discovery of the complication. The patient had a 150cc pericardial effusion with tamponade. A pericardial tap was conducted to resolve the tamponade, the blood pressure improved and the patient was discharged home. The injury location was unknown and it is also unknown as to what caused the patient¿s decline.